Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25269. It was reported that the patient presented in clinic for follow up. Inductive telemetry was not able to be performed on the pacemaker. Noise oversensing was noted on the atrial lead. On (B)(6) 2021, the pacemaker was explanted and replaced and the atrial lead was capped and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested by connecting to an external power source. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.